Event description:
Customer facility (risk manager via medwatch report) report of pt pain. During a secondary surgery in 2007, the operative report states that the mesh had flipped back onto itself and was creating the abdominal wall masses. The mesh was excised and replaced with a new bard modified kugel patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.